Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 110 mg/dl. The customer stated that the device alarm after battery change. Customer had battery upside and change out battery again. Customer stated that blood glucose was low and took glucose tablets. The customer was assisted in clearing the alarm and with reprograming time/date. The customer was advised to monitor the insulin pump.